Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4) (active system), is related to case with patient identifier (B)(4) (sensor/advantage system).

Event description:
The customer allegedly received the following results, with two different meters, within 10 minutes: 280 mg/dl (advantage) and 93 mg/dl (active). No adverse event reported. Return of the suspect device was requested for evaluation.